Event description:
A hospital pharmacist reported that during a procedure, the surgeon observed metallic deposits in the incision site, as well as a slight burn off the scleral incision while using a fragmatome handpiece. Multiple attempts have been made to obtain add'l info but none has been received thus far.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).